Event description:
It was reported to philips that the acn and visub failed to boot due to database corruption on an integris allura 15 & 12 monoplane. The clinical use of the system was outside of use. There was no reported patient or user harm.

Manufacturer narrative:
Philips service recreated the database and returned the system to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).